Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On an unknown date, antibiotic treatment was discontinued and the patient was discharged from the hospital. At the time of this report, the outcome of cloudy pd effluent was unknown; however, the patient has recovered from the peritonitis event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized and treated with vancomycin injection (1gm, intravenous, every 3rd day), amikacin injection (500mg, intraperitoneal, once daily), and targocid injection (400mg, night dwell daily). Patient outcome and action taken with pd therapy were not reported. No additional information is available.